Manufacturer narrative:
The customer cleaned the probe and repeated the sample and the issue persisted. Field service was dispatched to the account and performed significant troubleshooting which included calibrating the pipettor which resolved the issue. A service history review for architect (B)(4) revealed no additional erratic b12 patient results post the pipettor calibration. A review of the product labeling concluded that the issue is sufficiently addressed. A review of a 12-month search for similar complaints identified no adverse trends of the pipettor part. A review of 2018 alinity I / architect ia data revealed no systemic issues or adverse trends associated with the discrepant result issue described in this complaint. The is no adverse trends identified for the architect i2000sr. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated b12 results while using the architect i2000sr analyzer. The following data was provided. Sid (B)(6) initial 1023 pg/ml, repeat the next day 279 pg/ml. No impact to patient management was reported.